Event description:
Pt was performing lateral "shuffles" with a sports cord attached from the wall to a wrist belt. While pt was performing the exercise the cord broke near its attachment to the wall and struck pt at lateral right thigh causing a bruise but no broken skin. Pt was placed on a cold pack following the incident.